Event description:
It was reported that the patient scs had migrated and was painful. It was also reported that the patient was having difficulty charging the ipg. The patient underwent a system explant procedure. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 21096878/20266617.